Event description:
Reporter indicated that during vns implant surgery the pt experienced an episode of bradycardia during systems diagnostics testing. The heart rate dropped from 105 to 40-70 and then rebounded back to 110. The systems diagnostics test was repeated again and the heart rate dropped to 100. The reporter verified the vns lead was implanted normally on the left vagus nerve, and the pt had normal vagus anatomy. The vns was left disabled at the surgery to preclude a serious injury. No interventions were done for the intraoperative bradycardia episode. The reporter attributed the bradycardia to the systems diagnostics testing. The pt had no previous history of cardiac events. The pt was not hospitalized nor was hospitalization prolonged as a result of the bradycardia. Follow up with the attending neurologist's office revealed the pt's vns has been turned on and the pt has had no more episodes of bradycardia to date.